Event description:
It was reported that a patient experienced recurrence of atrial fibrillation. The event was treated by electrical cardioversion. The patient was discharged from the hospital the next day. No further information was provided.

Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.